Manufacturer narrative:
Heartsine evaluated the device and was able to verify the reported issue. The cause of the reported issue was attributed to corrosion within the membrane panel, on the on/off button contact pads. The corrosion on the membrane pcb and other observed corrosions on the device's components would indicate that the device had been stored outside the indicated conditions. The cause was traced to the environment. The customer received a replacement device and the customer's device was archive by heartsine.

Event description:
The customer contacted heartsine to report a non-critical issue with their device. Upon evaluation of the customer's device, heartsine observed that the customer's device would not power on. There was no patient use associated with the reported event.